Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product is in process of being returned to zimmer biomet surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device produced inconsistent skin thickness at low setting. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On september 11, 2017, it was reported that the device produced inconsistent skin thickness at the low setting. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on november 10, 2017 revealed that the motor was running at 3011 rpm. The control lever torque testing was not performed. The side to side calibration was out of specification at 3 out of the 4 settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on november 10, 2017 which included replacement of the motor, ball bearing, spring seal, external ring, set screw, handpiece switch, insulator and plug harness assembly pack. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿was confirmed since during initial inspection the device failed side by side calibration at 3 settings. The root cause of the device producing inconsistent skin thickness cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
(B)(4). On (B)(6) 2017, it was reported that the device produced inconsistent skin thickness at the low setting. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on november 10, 2017 revealed that the motor was running at 3011 rpm. The control lever torque testing was not performed. The side to side calibration was out of specification at 3 out of the 4 settings. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on november 10, 2017 which included replacement of the motor, ball bearing, spring seal, external ring, set screw, handpiece switch, insulator and plug harness assembly pack. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device produced inconsistent skin thickness at the low setting¿ was confirmed since during initial inspection the device failed side by side calibration at 3 settings. The root cause of the device producing inconsistent skin thickness was due to the device being out of calibration. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.